Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range lead impedances and no capture at maximum outputs. Noise was produced with pocket manipulation and isometrics. Boston scientific technical services (ts) recommended an x-ray. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.